Event description:
Two jazz band implants (lot # 210954 and lot # 220386) and two jazz lock implants (lot # lxja-lxji and lot # mqxz-lxjm) were implanted in a 58-year-old patient on (B)(6) 2024 at (B)(6) hospital during a posterior lumbar fusion surgery. Revision surgery was performed on (B)(6) 2024 due to infection and the surgeon noted that the bands were "loose". This report is made at that date further to the observations written in a form FDA 483 by mr (B)(4), FDA investigator on july 4, 2025.

Manufacturer narrative:
Visual expertise of jazz lock implants returned by dr alford seems to indicate that this "loosening" of the braids is not the consequence of a locking anomaly of the jazz lock implants. The most likely hypothesis to explain the loosening of the assembly would be insufficient tension applied during the initial surgery on (B)(6) 2024. However, the elements in our possession do not allow to determine with certainty the origin of this event.